Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 133 ohms. Technical services (ts) discussed possible lead calcification build up, as there was no sudden jumps noted in shock impedance trends. Increasing the shock impedance alert value to 150 ohms was recommended. Should impedance measurements climb above 150 ohms, ts recommended considering max energy shocks. This rv lead remains in service. No adverse patient effects were reported.